Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was located coming for the perforated uterus at the left cornu, embedded in the omentum /migration of essure device location of device: left tube / essure device projecting in left lower pelvis- may be free within peritoneal cavity") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos" on (B)(6) 2009 and device difficult to use "ultrasound showed a right essure implant". The patient's past medical history included multigravida, parity 1 and haemorrhage in pregnancy. Concomitant products included naproxen. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("essure was not able to pass through the ostia on the left side"). In may 2009, the patient experienced pelvic pain ("pelvic pain / pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vagianl"). In june 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In june 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and scar pain ("scarred painful tissue on navel"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding: menorrhagia") and rash ("broke out in a rash all over abdomen/ allergic or hypersensitivity reaction type: skin rash abdomen"). The patient was treated with surgery (on 24jun2010, diagnostic laparoscopy for retrieval of left essure device). Essure was removed on 24-jun-2010. On 1-oct-2009, the complication of device insertion had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, rash, dysmenorrhoea, scar pain and vaginal haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, rash, scar pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on or about may 14, 2009, plaintiff underwent the essure procedure. The essure device was placed on the right side of the uterus, but the essure was not able to pass through the ostia on the left side. The procedure was ended. On or about october 1, 2009, plaintiff underwent the essure procedure for the left tubal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-apr-2010: essure device projecting in the left lower pelvis on 04-sep-2009, hysterosalpingogram showed open left fallopian tube with extravasation of contrast in the pelvic cavity. The right fallopian tube was closed. On 23-apr-2010, plantiff had an xr (x-ray) abdomen ap (anterio- posterior) IV on or about april 23, 2010 that showed an essure insert on the left side of the pelvis and one on the right side of the pelvis. On 24jun2010 - diagnostic laparoscopy, retrieval of essure, cauerization of uterine perforation: an essure device was identified coming from the perforated uterus at the left cornu, and the other end was embedded in the omentum. 08aug2013 - pelvic ultrasound study: impression: enlarged uterus containing two fibroids. Right essure implant is seen. Left essure implant was removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming - pelvic pain, menorragia, dysmenorrhea, uterine perforation, medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new abnormal bleeding vaginal event and new reporter were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was located coming for the perforated uterus at the left cornu, embedded in the omentum /migration of essure device location of device: left tube / essure device projecting in left lower pelvis- may be free within peritoneal cavity") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos" on (B)(6) 2009 and device difficult to use "ultrasound showed a right essure implant". The patient's past medical history included gravida ii, parity 1 and haemorrhage in pregnancy. Concomitant products included naproxen. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("essure was not able to pass through the ostia on the left side"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced scar pain ("scarred painful tissue on navel"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding: menorrhagia"), rash ("broke out in a rash all over abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2010, diagnostic laparoscopy for retrieval of left essure device). On (B)(6) 2009, the complication of device insertion had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, rash, dysmenorrhoea and scar pain outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, rash, scar pain and uterine perforation to be related to essure. The reporter commented: on or about (B)(6) 2009, plaintiff underwent the essure procedure. The essure device was placed on the right side of the uterus, but the essure was not able to pass through the ostia on the left side. The procedure was ended. On or about (B)(6) 2009, plaintiff underwent the essure procedure for the left tubal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device projecting in the left lower pelvis on (B)(6) 2009, hysterosalpingogram showed open left fallopian tube with extravasation of contrast in the pelvic cavity. The right fallopian tube was closed. On (B)(6) 2010, plaintiff had an xr (x-ray) abdomen ap (anterio- posterior) IV on or about (B)(6) 2010 that showed an essure insert on the left side of the pelvis and one on the right side of the pelvis. On (B)(6) 2010 - diagnostic laparoscopy, retrieval of essure, cauterization of uterine perforation: an essure device was identified coming from the perforated uterus at the left cornu, and the other end was embedded in the omentum. On (B)(6) 2013 - pelvic ultrasound study: impression: enlarged uterus containing two fibroids. Right essure implant is seen. Left essure implant was removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming - pelvic pain, menorrhagia, dysmenorrhea, uterine perforation, medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: events- "abnormal bleeding (menorrhagia), broke out in a rash all over abdomen, dysmenorrhea (cramping), perforation (fallopian tube(s)), scarred painful tissue on navel, endometrial ablation performed concomitantly with the essure micro-insert implantation nos",were added. New reporter,historical condition added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was located coming for the perforated uterus at the left cornu") and embedded device ("other was embedded in the omentum") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "ultrasound showed a right essure implant". On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 1 year 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and complication of device insertion ("essure was not able to pass through the ostia on the left side"). The patient was treated with surgery (on or about (B)(6)2010, diagnostic laparoscopy for retrieval of essure device). At the time of the report, the uterine perforation, embedded device and abdominal pain outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, embedded device, pelvic pain and uterine perforation to be related to essure. The reporter provided no causality assessment for complication of device insertion with essure. The reporter commented: on or about (B)(6) 2009, plaintiff underwent the essure procedure. The essure device was placed on the right side of the uterus, but the essure was not able to pass through the ostia on the left side. The procedure was ended. On or about (B)(6)2009, plaintiff underwent the essure procedure for the left tubal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: essure device projecting in the left lower pelvis on (B)(6)2009, hysterosalpingogram showed open left fallopian tube with extravasation of contrast in the pelvic cavity. The right fallopian tube was closed. On (B)(6)2010, plaintiff had an xr (x-ray) abdomen ap (anterio- posterior) IV on or about (B)(6) 2010 that showed an essure insert on the left side of the pelvis and one on the right side of the pelvis. An ultrasound report on or about (B)(6) 2013 showed a right essure implant. The left essure implant was removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.